Event description:
During a follow-up, a loss of capture and r-wave amplitude variation were noted on the right ventricular (rv) lead. Diagnostic imaging was performed and confirmed a dislodgment of the rv lead. The rv lead was repositioned to resolve the event. The patient was stable and will continue to be monitored.